Event description:
Facility reported that during treatment the venous bloodline which connects to the dialyzer exit port separated at the luer lock connection. Facility stated that "bloodline tubing insufficiently adhered to (blue) luer lock." The machine used was a 2008h and bfr was set at 450. The ebl to the patient was 150cc. No medical intervention has been reported. The sample is available for evaluation.